Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09357. The patient received the scs system on (B)(6) 2011. It has been reported the patient's entire system was explanted on (B)(6) 2011 due to an infection at the ipg pocket site. The patient is being treated with oral antibiotics. Further follow-up on the patient indicated he is doing well. The explanted products will be returned to the manufacturer.